Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: patient with an intertrochanteric fracture was implanted on (B)(6) 2013. Follow-up x-rays were taken and on (B)(6) 2013 it was noted the implant was loosening and it broke soon after. Patient was returned to the operating room on (B)(6) 2013 for revision to a total hip replacement. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. All dimensions that could be measured were measured and found to meet specifications.

Manufacturer narrative:
An evaluation was conducted and it states that the shaft is broken apart about 47mm above the thread. The received dhs/dcs screw broke approximation 38 mm from the lateral end of the screw. The medial fragment shows some mechanical damages. The lateral side of the dhs/dcs screw and inside the barrel of the dhs plate show some light gliding and wear marks. Furthermore, the first distal plate hole of the dhs plate shows corrosion marks. Those are results of micro movements and a crevice situation between the plate and the screw head. This is a sign for instability. The micromovements cause damage to the passivation layer of the metal and pander fretting/pitting corrosion. When examining the medial fracture surface of the dhs/dcs screw using the scanning electron microscope, the initial fracture area and the fracture behaviour were identified. The crack started at the inside of the cannulation of the dhs/dcs screw in the area of the diminution and ran through the material. After breaking, the two screw fragments rubbed against each other causing some light destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zone and over the entire fracture surface. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. Sem observations and findings indicate that the screw failure was caused by fatigue and overload. On (B)(6) 2013 an intertrochanteric femur fracture was treated by means of a dhs plate and the investigated dhs/dcs screw. The plate was fixed with four screws. According to the device report, on (B)(6) 2013, signs of implant loosening were noticed. Soon after, the breakage of the dhv/dcs screw was found. On (B)(6) a revision surgery was carried out to remove the dhs plate and the broken lag screw. The dhs plate and the dhs/dcs screw wire replaced by means of a total hip prosthesis. The cannulation of the broken implant shows several tool marks and a conical diminution caused by a drill, which are probably unavoidable (conditional on the manufacturing). It is assumed that the diminution was not the cause of failure. However, intersections without a radius, tool marks and other mechanical damages on the surface, especially in areas with high stress, can act as a stress riser (notch effect) and lead to crack initiation the failure of the investigated dhs/dcs screw was due to dynamic bending which led to the material fatigue. Based on the topography of the fracture surfaces we can conclude that the investigated implant had to absorb and neutralize bending loads for a large number of cycles. The failure of the investigated dhs/dcs screw was due to dynamic bending which led to the material fatigue. Based on the topography of the fracture surfaces we can conclude that the investigated implant had to absorb and neutralize bending loads for a large number of cycles based on the results of our investigation, it is possible to conclude that the screw was produced in accordance to the technical drawing. The smaller material profile due to the production technology together with a notch effect of the intersection and in combination with high cyclic loads led to the crack initiation. The failure of the dhs/dcs screw was then promoted by dynamic bending moments, which led to overload and material fatigue. A failure resulting from either a material defect or the manufacturing process can be excluded.